Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported the customer was unable to bolus on their insulin pump. Customer stated their buttons were responsive, but the act button would not work when attempting a bolus. The customer was advised this meant there was a process happening, preventing him from bolusing. The customer also stated they could not make out the insulin pump's screen due to their bad vision. Customer was advised to call back when there was someone available to assist them with reading their screen. The customer's blood glucose was unknown. No additional information provided.